Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, hemostasis was not achieved with the starclose clip. Hemostasis was achieved by applying manual arterial compression. The patient was returned to the hospital room. The patient had a retroperitoneal bleed and bled to death. The autopsy of the patient found no clip at the arteriotomy site. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per abbott vascular medical affairs review: due the lack of both the angiogram and autopsy report it is difficult to be absolutely certain as the final findings and reach a conclusion. Experience has shown that in the vast majority of cases of retroperitoneal hemorrhage there is an association with a puncture that is high, traditionally above the origin of the epigastric artery, which is reflected by the inguinal ligament and is the common way to establish if the puncture is high or not. Assuming that the puncture is that high, and as we do not have the angiogram we can only assume, then the use of starclose was potentially not indicated and therefore not directly related to the patient death.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.